Event description:
On (B)(6) 2014, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient stated the ok keypad button was sticking and intermittently responsive. The issue reportedly was noticed a week ago. The patient denied damage to the keypad. This complaint is being reported because the reported issue was not resolved during troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: there was no visible damage found to the keypad. No buttons were found to be sticking. All of the keypad buttons responded to button presses as expected. The keypad was removed; there was no damage or contamination found to the button key contacts.